Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had their devices explanted due to infection. The time the infection occurred was reported to be unknown. It was reported that the issue was resolved. No complications or further complications were reported.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(6) lot# va1fert product type lead product ID (B)(6) lot# va1fe8e product type lead (B)(6)no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the entire system including the leads, ins, and extensions were removed due to a (B)(6) infection. The ins and lead extensions were explanted on (B)(6) 2017 and the leads were explanted on (B)(6) 2017. The system would be replaced in the future.